Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was additionally reported that the icm device was explanted and the patient was upgraded to a implantable pulse generator (ipg) device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device recorded t-wave oversensing (twos) and undersensing of qrs complex. The device remains in use. No patient complications have been reported as a result of this event.